Event description:
It was reported to medtronic minimed that the customer experienced rewind was stop in middle and drive/motor anomaly. The customer reported no adverse event. The event involved product(s) mmt-1781kl. Troubleshooting was performed and customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. Mmt-1781kl was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P- cap locked properly during testing. Unit passed displacement test, self-test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit successfully downloaded to thus. No rewind anomaly, no delivery, or insulin flow blocked alarms noted during test. Verified in the pump history download the pump alarmed no delivery on 07/21/2024 07:27:00.000. Pump error 43 also noted in pump history on 07/21/2024 05:38:30.000 and was triggered in the rewind step due to hall sensor error motor was tested outside of the device and passed. The electronic assemblies and motor assemblies were inspected, and moisture damage was noted to the motor home switch. Unit received with keypad overlay texture damage, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay. In conclusion, customer concern of rewind anomaly was not confirmed due to unit successfully passing drive system testing. However, corroded motor home switch noted during visual inspection. Cosmetic concern confirmed when cracked keypad overlay was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.